Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgment, this was confirmed by device testing during post operative follow up, when it exhibited loss of capture and low amplitude. No additional adverse effects were reported.